Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a catheter revision was being conducted; and the patient's intrathecal baclofen concentration was going to change from 2000 mcg/ml to 500 mcg/ml. The pump was planned to be removed in regards to refilling. It was later reported that a new catheter was placed, as the other catheter was determine as not being in the "intrathecal place". The patient was not receiving relief for about (B)(6); and it was noted that a physician could not aspirate. The patient was opened up at the spine in regards to the catheter replacement procedure. A pump rinse was performed in order to clear the 2000 mcg/ml drug, as the pump was refilled with a drug concentration of 500 mcg/ml. The patient was noted as still being in the hospital in stable condition.